Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 110, which was not reproduced. System error 110 was confirmed through a review of the event history log and found to be caused by loose gears. The failed gears were replaced.

Event description:
It was reported that a spectrum pump displayed system error 110 during therapy in the intensive care unit (medication, programmed amount and delivery rate unknown).the customer also stated that the device was swapped out and that there was no patient injury.